Event description:
The patient reported they had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose greater than 400 mg/dl while wearing the pod on their abdomen for longer than 48 hours. Symptoms reported include vomiting, thirst, very sick, and ¿feeling off¿. The patient also mentioned some swelling at the pod site. The patient was treated with insulin droppers through intravenous fluids. The pod was removed at the hospital. The patient was released two days later on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.3 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.